Manufacturer narrative:
The patient was scheduled for a full system explant; everything was explanted, except for one of the boots from the bifurcated extensions. Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3888-45, lot # v836593, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3888-56, lot # v661669, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v661669, implanted: (B)(6) 2012, product type lead; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type extension; product ID 3888-45, lot # v836593, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v193017, implanted: (B)(6) 2009, product type lead; product ID 3888-45, lot # v193017, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable pulse generator (ipg) had reached the normal elective replacement indicator (eri). Instead of having a replacement, the patient decided to have the device explant because she felt it was not helping. System explant was planned for (B)(6) 2015. Diagnostic testing or troubleshooting was not performed or required, and the patient¿s status was alive with no injury at the initial time of report. Additional information received reported that the patient had a full explant of the leads, extension, and implantable pulse generator (ipg). Everything was explanted, except one of the boots from the bifurcated extensions in the subcutaneous tissue near the pocket. The patient was informed of this, and it was noted that she was okay with it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The battery was at normal end of life, and telemetry and output were okay. Analysis of the extensions (s/n (B)(4)), found no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.